Event description:
It was reported to philips that the system failed to bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. Upon troubleshooting with the customer, the rse confirmed that the flex pc was not powered up and the issue persisted after cold restart. To resolve the issue, the rse instructed customer to shut down the system completely and restart again. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.